Event description:
The healthcare professional reported that during procedure, the enterprise2 4mmx23mm no tip (encr402300/9246447) was impeded in introducer and could not be pushed into microcatheter. The physician only retracted the stent alone and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information received on 15-apr-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear damaged at any time. Nothing was noted to be obstructing the introducer. Continuous flush was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Based on the product analysis of the device received, the delivery wire was separated.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and dried saline residues were found inside the introducer and next to the distal end of the stent component. No damages were noted. The device was flushed, and the dried saline residues dissolved. The stent attempted to be advanced; however, the proximal end of the proximal coil was separated from the corewire and stretched, preventing the delivery wire from being advanced through the introducer. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the introducer is confirmed. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The damaged condition of the delivery wire suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer, where push/pull force was applied sufficiently to disengage the stent from the delivery wire resulting in the stent component being unable to advance further. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.